Event description:
No additional information was provided. Materials#: 20129e batch#: unknown. It was reported by the customer that the access debris in the bag caught by the lipids cause high pressure causing it to leak. Verbatim: we have had multiple incidents with product number 20129e, normally purchased through medline. Would you be able to inform us if the access debris in the bag caught by the lipids cause high pressure causing it to leak?

Manufacturer narrative:
It was reported by the customer that the access debris in the bag caught by the lipids cause high pressure causing it to leak. Five samples of material number 20129e were submitted along with 3 concomitant samples of an mz9266 extension set. Two of the mz9266 were connected to a sample of the 20129e each, and one concomitant samples of the mz9266 was submitted not connected to a sample of material 20129e. The samples of 20129e were first visually inspected for damage. Four of the samples of 20129e did not show any visual evidence of damage or abnormalities. One sample did show a crack in the lock collar of the male luer connector. The sample with the crack in the male luer lock collar was connected to a corresponding female luer adapter connection and tested for leakage. Using a 10ml syringe and flushing the filter with the male luer connector connected to a corresponding female luer adapter, a fluid flush was conducted to determine if the luer connector with the cracked collar allowed for leakage to occur at that connection location. There was no leak at that connection location. The additional samples of the 20129e filters were tested for leakage with the same method. Two of the samples showed leakage from the female luer connectors. Further examination of the leakage indicates that the leak was coming from the inner diameter of the female luer adapater. There were no damages or abnormalities identified on the female luer adapters and therefore the conclusion is that the there is an issue with the fitment of the two female luer adapters. The remaining 2 samples of 20129e did not show any signs damage or leakage at any of the connections or at the filter. Further investigation was conducted on the luers at the manfuacturing facility. Investigation at the manufacturing facility did not find any issues with the luer design or functionality. Additional inspection of the manufacturing process for this material was conducted, including visual inspection of new components, gauging of new components, mold cleaning and auxillary equipment cleaning was conducted. Due to the failure not being replicated at the manufacturing location the root cause could not be identified. A device history record review could not be performed because the lot number is unknown. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see narrative below.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris extension set was damaged and caused a leak. The following information was received by the initial reporter with the verbatim: we have had multiple incidents with product number 20129e, normally purchased through medline. Would you be able to inform us if the access debris in the bag caught by the lipids cause high pressure causing it to leak?